Event description:
It was reported that during the procedure in a pre-dilated heavily calcified, heavily tortuous, totally occluded circumflex coronary artery, a xience prime 2.5x28mm stent delivery system met resistance when crossing the very tight lesion and slight force was applied. The stent was implanted and a proximal dissection occurred. A new xience prime 2.5x18mm stent was implanted to cover the dissection when another dissection occurred mid vessel. A xience prime 2.5x15mm stent was then implanted to successfully treat the dissection. There was no clinically significant delay in the procedure and no additional patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal. The other xience prime 2.5x28mm device referenced is being filed under a separate medwatch MFR number. (B)(4) - patient selection. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass graft, further dilatation, placement of additional stents, or other). It was also reported that the xience prime stent was implanted in a totally occluded artery. The xience prime IFU states the xience prime stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effect(s). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.